Manufacturer narrative:
The main component of the system. Other relevant device(s) are: enlw1616c124e, (B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm diameter abdominal aortic aneurysm. It was reported that after implantation of the stent graft that there as a minor type ii endoleak from the left lumbar artery. The endurant stent graft in the left limb was thrombosed from the base, and an open surgery repair was performed. The physician implanted another manufacturer¿s stent in the proximal part of endurant iliac limb. Seven months later the right iliac limb thrombosed, the physician performed a thrombectomy and implanted two stents from another manufacturer. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.